Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex hernia patch and ventrio st on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against the both devices. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney alleges that the patient sustained personal injury, experienced emotional distress and the device was defective. Addendum per amended legal claim: attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex hernia patch and ventrio patch on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against the both devices. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney alleges that the patient sustained personal injury, experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h.11: this is an addendum to the initial emdr submitted (1213643-2021-09000). This supplemental emdr is submitted to report the corrected event details provided in the amended legal claim. This supplemental emdr represents the bard/davol mesh ¿ ventralex (device #1). An additional supplemental emdr was submitted to represent the bard/davol ventrio mesh (device #2). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2009) is considered to be a best estimate. This supplemental emdr represents the mesh - ventralex (device #2). An additional supplemental emdr was submitted to represent the ventrio mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex hernia patch and ventrio st on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against the both devices. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney alleges that the patient sustained personal injury, experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2009 ¿ patient was diagnosed with complex mid abdominal incisional hernias thereby underwent open repair with the implant of ventrio mesh (device #1) and ventralex mesh (device #2). Per operative notes, ¿the two largest hernias in midline and above the umbilical region. A ventrio mesh (device #1) was placed into subfascial position and pushed to region of central lower. The ventralex mesh (device #2) was placed in upper abdomen and sewn using sutures.¿ (B)(6) 2009 ¿ patient had abdominal pain was diagnosed with colonic perforation, abscess and contamination of mesh thereby underwent open repair with removal of meshes(device #1, #2). Per operative notes, ¿surfaces of patches were identified. There was evidence of feculent odor and murky fluid from beneath fascia. The sutures holding these meshes (device #1, #2) in place were removed. The perforation was noted in colon. An extra thick piece of biological mesh was placed and sutured.¿ (B)(6) 2009 ¿ patient was diagnosed with infected incision and ventral incisional hernia thereby underwent placement of wound vac.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol mesh ¿ ventralex (device #1). An additional emdr was submitted to represent the bard/davol ventrio st (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex hernia patch and ventrio st on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against the both devices. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney alleges that the patient sustained personal injury, experienced emotional distress and the device was defective.